Manufacturer narrative:
Correction to part unique device identifier. This report is submitted in accordance with the provisions of 21 cfr part 803. At the time of submission, the information provided may be based on either preliminary findings or a completed investigation, depending on the status of the case. The submission of this report does not constitute an admission by carlsmed, its employees, or the u.s. Food and drug administration (FDA) that the device, or carlsmed, caused or contributed to the event described. If relevant new information becomes available, the report will be updated accordingly, as required by regulatory obligations.

Event description:
The surgeon was attempting to place an implant at the l5/s1 level. The implant was too larger for the posterior disc entry point, requiring excessive impaction forces on the inserter in the attempt to place the implant. The impaction forces were off axis and bent the distal end of the inserter. The surgeon elected to abandon the placement of the implant. After the implant was removed the surgeon noted a dural tear. The surgeon repaired the dural tear after placing a different product into the l5/s1 level.